Event description:
During preparation of the balloon catheter, the physician observed leakage of saline solution from the joint of the hub and the catheter body. The product was not used. No additional pt, lesion/vessel or procedural info is available.

Manufacturer narrative:
A clinically used powerflex extreme 6.0 x 4 received. A body leakage was observed just distal to the hub. The manufacturing records were reviewed and the results indicate that product met the quality requirement for product acceptance. Microscopic examination of the catheter body revealed no anomalies that could lead to the root cause of the leakage. A 100% leak test is performed. The exact cause of the body leakage could not conclusively be determined.